Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 11-nov-2009. Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding allergic reaction. Lot ID. There have been no other events for the lot referenced. Review of the device drawing indicates the subject device contains nickel, cobalt, and chromium. The investigation determined the likely root cause of the event to be a pre-existing patient allergy to the implant material. Additional clinical records would be required to confirm this. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Currently implanted.

Event description:
The patient reports that a stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable.